Event description:
Customer reported an overinfusion of tpn. At 6:39 pm, tpn infusion was started with an intended rate of 88 ml/hr. After 1 1/2 hours, the pump alarmed and the nurse noted the tpn bag was almost empty and that it was infusing at 888 ml/hr. Patient's blood glucose was elevated, treated and managed with insulin. No long terms effects experienced by the pt. The data set and device event logs were rec'd. Investigation is on-going. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Manufacturer's report date: 09/10/2008. Patient info requested and all available info is included. This report was filed by the MFR.